Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh and a boston scientific obtryx were implanted. The patient experienced erosion, continued incontinence, infection, extrusion, discharge, chronic pain in the pelvis, groin, vagina, abdomen and dyspareunia. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to sui, pop and perineal relaxation. It was reported that the patient underwent mesh revision/removal on (B)(6) 2009. On (B)(6) 2010 the patient underwent a mesh revision/removal, due to exposure, vaginal bleeding, and abdominal cramping. No additional information was provided.